Manufacturer narrative:
The device was not returned for evaluation. The customer was advised to replace the reprocessor water filter for the oer-4 and the customer completed this action. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the cysto-nephro videoscope was reprocessed using an oer-4 elite endoscope reprocessor where the water filter had not been replaced within the specified period. There was no patient harm associated with the event. Related patient identifiers: (B)(6) (reprocessor).

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. The reported event was not confirmed as the device was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that reprocessing was insufficient due to deviation from the instruction manual. Cyf-vha has a cleaning manual, and the reprocessing method is described in the cleaning manual. Olympus will continue to monitor field performance for this device.